Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was on impella cp and during support, the patient had ventricular tachycardia. The patient was cardioverted and converted to normal sinus rhythm. The pump was repositioned and the impella cp was at proper depth at the time of the event. The procedural outcome was the patient survived the surgery.